Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms lot # 9153750. The device was returned with the handle in the open position and the basket formation in the closed position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Visual examination noted the support sheath is severed at the nose of the mlla. 1.2 cm of the cannulated handle is exposed between the points of separation. The cannulated handle is bent 1 cm proximal to the point of separation on the support sheath. The distal segment of the support sheath and basket sheath are still adhered. Functional testing noted the handle does not actuate the basket formation. A review of the device history for lot number lot 9153750 showed no non-conformances. A review of complaint history revealed no other complaints associated with the complaint device lot number 9153750. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The basket sheath and purple support sheath were both separated at the handle. It was also found that the cannulated handle was severely bent near the handle. The devices are packaged with the basket in the open position, and the observed handle cannula bend would not have allowed the device to be placed in the packaging tray. Both factors indicate the device was damaged during / after removing the device from the tray. It is most likely the sheath was inadvertently damaged by the user. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle tipless stone extractor was removed from package and tested prior to patient contact. The device would not open. Customer observed that tube at end of handpiece which should be connected to the handpiece is not. The device was not used on the patient. No adverse consequences to the patient have been reported.